Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to confirm the reported issue. The fse determined that the power management board was faulty and required replacement. As such, the fse replaced the power management board, and recharged the batteries overnight. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during routine check, the batteries in the cardiosave intra-aortic balloon pump (iabp) would not charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, g7, h2, h4, h6(type of investigation, component codes, health effect ¿ impact codes), h10, h11. Additional information: (B)(6). Corrected field: h6(health effect ¿ clinical code).

Event description:
N/a.